Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that during a revision procedure, the tip of a set screw extractor fell apart and the tip broke off a conical extracting screw. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number provided could not be verified; therefore, further investigation cannot original awareness date is (B)(4) 2011, new information regarding the lot number supplied as part of an attempt to investigate the device history records was received on (B)(4) 2012.

Event description:
Approximately five years ago, patient was implanted with a click-x pedicle screw at l3 to l5. Patient developed adjacent level disc disease and on (B)(6) 2011, the click-x hardware was explanted and the fusion was extended to adjacent levels: l2 to s1 using matrix hardware. During the revision procedure, the tip of a set screw extractor fell apart. While surgeon was inserting the pedicle screw, a thoracic pedicle probe bent. A palm ratchet handle was sticking and will not ratchet. The tip broke off a conical extracting screw. While removing screws, the tip of a 3.5mm hexagonal screwdriver became twisted. Patient is (B)(6) male. This is report 15 of 16 for this (B)(4).